Event description:
A peg feeding tube that had been in use for 92 days snapped apart as the physician attempted to remove it using the traction method. A gastroscopic examination was performed to locate and remove the part, but it was not found. There was no pt injury, and the detached part is expected to spontaneously pass through the gastrointestinal tract. No further information is available. This report was received from a hosp.